Event description:
The customer claims that the alarm has power but the alarm tone is intermittent when pressure is off the pad. Also intermittent alarm tone when the pad is detached from the alarm.

Manufacturer narrative:
(B) (4): eval results: eval of the returned product found that there is an intermittent alarm tone when pressure is off of sensor pad (both sensor receptacles). Fail safe function is intermittent. (B) (4)